Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the generator displayed error e433, would restart on its own and then continue to show the same error. The issue occurred during preparation for use of a therapeutic procedure. There were no reports of patient harm.

Event description:
The malfunction reported in the initial b5 occurred during preparation for use for a therapeutic rtu procedure. The procedure was delated 20 minutes while the patient was under general anesthesia. The procedure was completed with a similar device.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor the field performance of this device.